Event description:
It is reported that a customer had insulin leaking from their insulin pump. The customer's blood glucose level was 59 mg/dl. The customer was assisted with trouble shooting and was successful in getting the pump properly functioning without any leaks after changing the reservoir set. No further information was provided.

Manufacturer narrative:
Reliability analysis evaluated one opened and used reservoir. Performed visual inspection and reservoir failed per specification. Reservoir snap-sap missing.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.